Event description:
It was reported that the patient had not been getting any relief with the pump despite dose increases. It was noted that the physician was cautious in increasing it, so it was never increased very much. The physician had suggested replaced the pump because of the lack of effect. On (B)(6), the patient fell and hurt his back. He was brought to the hospital and was loaded up on pain medications. It was found that the patient had herniated ruptured discs in his back and neck. Surgery was required to fuse the discs using pins and screws. At the time of surgery, it was decided to replace the pump as well. At the time of report, the pump contained morphine, though it was unclear if the medication had changed since the time of the event.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, product type programmer, patient; product ID 8711, lot# n176161030, implanted: (B)(6) 2008, product type catheter. (B)(4).